Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient was hospitalized due to the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibiting a code indicating premature battery depletion. At this time the s-ICD remains in service and no adverse effects were reported.

Event description:
It was reported that the patient was hospitalized due to the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibiting a code indicating premature battery depletion. At this time the s-ICD remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This report is being filed to correct adverse event/product problem (b1), outcomes attrib to adv event (b2) and type of reportable event (h1) that were inadvertently incorrect on the last report.